Manufacturer narrative:
The device was evaluated and it was found that the cannula and shaft were bent out of specification. The out of specification bend is the result of customer mishandling issue and is what caused the forcep to break when it was used. The instrument would not have shipped in this condition. No follow-up treatment was needed and the patient was reported as doing well.

Event description:
A piece of the capsulorhexis forceps broke off in the patient's eye. The piece was removed without issue and surgery was completed as planned.